Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that fourteen months following an intraocular lens (iol) implant procedure, the lens was explanted due to "unable to reposition." It was reported the wound had to be enlarged and a suture was placed for closure. It was reported the iol was not replaced and the patient was left aphakic.